Event description:
Pt was in need of emergent blood transfusion, unit of non-screened blood hung in rapid transfuser. Line was flushed with ns without incident, when starting blood pressure tubing broke at area that line meets filter and blood poured onto floor. FDA safety report ID# (B)(4).